Event description:
Procedure type: urological. According to the reporter: the patient underwent a pelvic organ prolapse procedure. Allegedly, the patient suffered continual pain, dyspareunia, and recurrent hospitalizations and loss of income. Device remains implanted. No follow up possible.

Manufacturer narrative:
(B)(4). Maude event report: (B)(4).